Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - constructs: viper/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a spinal procedure using a viper between january 2, 2006 and november 22, 2020. The mean age of the patients was 58 years. Failed spinal procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications 2 patients had dural tears. Post-op complications within 1 year 4 patients had superficial ssi. 1 patient had deep ssi. Readmission: 1 patient had refusion. 1 patient had adjustment of implant. 1 patient had removal of implant. 1 patient had other reasons. This is for depuy synthes viper. A copy of the clinical evaluation form is being submitted with this regulatory report. This report is for one (1) unk - constructs: viper. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional post-op complications within 1 year reported: 1 patient had venous thromboembolism.